Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
The screwdriver was returned to the manufacturer with a cracked handle without any further information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the screwdriver were reviewed and identified no deviations or anomalies. The dimensions taken are within specification. There is a crack and tape on the blue handle component. This device was used for treatment. A complaint history review was conducted for part and identified zero complaints for the same lot. The driver had a potential field age of approximately 3 years. The screwdriver was updated in previous mc119454 to reduce the allowable press-fit between the handle and the metal components. The handle thickness was also slightly increased. These changes were implemented to provide increased resistance to handle cracking. The mc was completed in 2014 after the product returned in this complaint was produced. The most likely cause of the crack in the handle cannot be conclusively determined.